Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed volume test. No adverse effects were reported.

Manufacturer narrative:
Other text: b5: additional information received and attached from customer via email dated (B)(6) 2021: the event occurred during bench test. There was no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was intact, scratches and cracks on lcd lens screen. The customer stated problem was duplicated. Customer problem was confirmed in that all three delivery accuracy tests performed was over delivering, outside of the manufacturing specifications. Inaccurate delivery expulsor was out of specifications. Expulsor was replaced in order to bring the delivery into more nominal of a range. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.